Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Log file analysis review date: 01/08/2016. "Normal power consumption. Additional notes: 135 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 4.5 w. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient called on (B)(6) 2016 with high watt alarms and was admitted to the hospital and placed on heparin. It was stated that hematuria was noted on (B)(6) 2016. On (B)(6) 2016 it was stated that powers returned to baseline. It was also stated that there were no adverse events noted so far. On (B)(6) 2016 it was stated that patient was in renal failure and was started on dialysis. It was further stated that powers were still at baseline. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by that on (B)(6) that patient "looks good", urine is clear but creatinine still is elevated. Patient is said to now be in renal failure. On (B)(6) patient is still in the hospital due to stated neuro issues with lack of motivation. Patient is stated to possible be discharged by friday of this week, but there are issues with lack of support at home.